Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "lower half of the screen appears to be slightly darker" was confirmed during product evaluation. This condition was caused by a faulty screen where the lower half of the screen appeared darker. The user interface module lcd screen was replaced to correct the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump's screen appeared to be slightly darker on the lower half. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. This involved a colleague version 1.7 infusion pump with a user interface module master software version 8.11.00. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request has been made for the return of the device. Should the device or additional information become available, a follow-up medwatch will be submitted.